Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d4, d9, g3, g6, g7, h3, h6, h10, h11. Corrected field: d1, g4. The getinge field service engineer (fse) that encountered the issue replaced the IV pole locking collar and completed the pm with full calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Manufacturer narrative:
This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4). A supplemental report will be submitted when the evaluation is completed. Model # sys98xt upgraded to a cs300.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse), the cs300 intra-aortic balloon pump (iabp) had a broken IV pole locking collar. There was no patient involvement, and no adverse event reported.